Manufacturer narrative:
Event: no information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient says she wanted to use a magnetic clasp for a necklace because her "hand strength isn't very good due to their parkinson's" and when they were asked when this started she said she has had parkinson's for 15 years, and say "its been getting worse the last couple of years, but the device makes it better but they are still deteriorating with time". They then state the ins is pushing at their skin. It feels like its closer to their skin than it used to and says this was first noticed sometime in (B)(6) 2018. It was reported to be a gradual change in therapy/symptoms. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider reporting that the cause of the ins being closer to the skin was due to the patient being very thin in build and thus has very little subcutaneous tissue. Actions/interventions taken included patient being referred to neurosurgery for further evaluation. The issue is not yet resolved.